Event description:
It was reported that the ilet displayed a persistent restart error with code 65 after multiple user-initiated restarts, and the device case broke during serial number verification; the charging pad plug was reported loose. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the ilet, case, and charging pad. Investigation included a review of the reported malfunction and device replacement logistics. Investigation of this case revealed an audio subsystem over/under current error consistent with the reported code and damaged external accessories. It was concluded that the device experienced a malfunction related to the audio power circuit, and accessories required replacement.